Event description:
The reporter stated that he has had two pts whose uni-cp compression plate has broken post surgery. Two precise catalogue number of the plate is not known. Integra has requested add'l info.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.